Manufacturer narrative:
The x20 cross connector driver (product code: 2894-10-300, lot number: unknown) was not returned to the customer quality unit (cqu).a review of the device history record (DHR) could not be performed on the x20 cross connector driver (product code: 2894-10-300, lot number: unknown) as no lot number was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a revision case. The previous surgery was done in 2014. When dr doughty was removing the old hardware the tip of the x20 torque driver shaft broke off in the old sfx connector.